Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an 8mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio delivery system. After a mitraclip procedure, an 8mm amplatzer septal occluder was attempted to be implanted., during the procedure it was noted that the left disc of occluder did not properly and conformed into a cobra like deformation. The deformed device was never released from the delivery cable. There was interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.